Manufacturer narrative:
The manufacturer previously reported the (device) problem code grid with incomplete coding which is corrected in the current report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up having hard time to breathe. She also stated that the pressure gets lower during therapy, "a hissing sound" and the machine shuts off. There is no allegation of serious or permanent harm or injury. The device was evaluated and no visible foam degradation was found. The unit was declared scrapped. Three attempts to have further information from the reporter were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.